Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach was further described as the patient being noncompliant and holding their breath rather than wearing a mask during therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. On the same day as onset, the patient began treatment with vancomycin (intraperitoneally, for five days, dose and frequency not reported) and cefazolin (intraperitoneally, for five days, dose and frequency not reported) for peritonitis. Five days after onset, dianeal and extraneal therapies were discontinued. Six days after onset, the patient was hospitalized and the peritoneal dialysis catheter was removed. The patient was switched to hemodialysis therapy. During hospitalization, the patient received unspecified treatments (dose, route, frequency, and duration not reported) for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. The patient was retrained on aseptic technique. No additional information is available.